Manufacturer narrative:
The hill-rom technical support had the account check the cabling on the alarm. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the brakes to see whether the bed moves when the brakes are set. Replace as necessary. Examine the steering mechanism. Replace or adjust the steering control elements of the steering caster if necessary. Replace the caster if necessary. Troubleshoot in the event of a malfunction. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Account check the cabling on the alarm.

Event description:
Hill-rom received a report from the account stating the brake not set alarm on the device was not working. The bed was located at the account in sicu (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).